Manufacturer narrative:
It was reported that the ventilator failed internal leakage and pressure transducer tests during pre-use check. After troubleshooting, the field service engineer replaced the the control printed circuit board (pcb) to solve the problem. The ventilator was returned to customer for clinical use after passed tests. The control pcb was returned for investigation. An visual investigation of the returned control pcb showed no anomalies. The evaluation of received device logs showed that pre-use check started to fail on the reported tests on the date of event. The returned control pcb was installed in the reference ventilator. Pre-use check failed on the reported tests. When simulated use test ventilation was started, pressure was building up with no actual ventilation. The fault condition was permanent. Measurements on the control pcb showed that a capacitor in the analog inputs block had insufficient insulation resistance. The fault will be detected during pre-use check. If the fault condition appears during ventilation, it may lead to high pressure and stop of ventilation. High priority alarms will be generated. The conclusion is that the reported pre-use check failure was caused by a broken capacitor on the control pcb. Why the capacitor had broken has not been determined. This is considered a single component failure.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage and pressure transducer tests during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).